Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2020, product type: catheter. Product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2020, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative.. It was reported that the catheter revision was completed on (B)(6) 2020 and no further follow-up was needed. The issue was considered resolved at the time of report. It was noted that the type of baclofen in the pump when the issue occurred was compounded baclofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot/serial#: (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8596sc & lot/serial#: (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8709sc, serial/lot #: (B)(4), ubd: 09-feb-2012, UDI#: (B)(4). Product ID: 8596sc, serial/lot #: (B)(4), ubd: 17-aug-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 875 mcg/ml of baclofen at 210mcg/day via an implantable pump for intractable spasticity. The patient's pump was replaced due to normal end of life on (B)(6) 2020. It was reported at the end of the procedure a catheter blockage was identified as catheter aspiration was unsuccessful. The doctor attempted a dye study but was unable to push dye through. The catheter seemed to be blocked, crimped or occluded, but there were no visible signs of where. It was indicated there were no environmental/external/patient factors that may have led or contributed to the issue. It was further noted the catheter was very old and needed to be replaced. The pump was connected and put back at the same dose of 210 mcg/day. The patient was referred to a neurosurgeon for a catheter replacement. The doctor was pretty certain that due to the patient's history that this issue had likely been going on for a few months due to titrations not impacting the patient's spasticity levels. The patient had not had any signs of withdrawal. The issue was unresolved at the time of the report, (B)(6) 2020. The patient's status was provided as alive - no injury. No further complications were reported or anticipate d.